Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is reported to have occurred between february 1995 and february 2024. D10: medical product: unknown nexgen tibial tray: catalog#ni, lot#ni; unknown nexgen articular surface: catalog#ni, lot#ni g2: literature: olson, nicholas & strait, alexander & ho, henry & fricka, kevin & hamilton, william & sershon, robert. (2025). New and improved? Analysis of generational implant-related failures and all-cause revision indications for total knee arthroplasty over a 30-year period. The journal of arthroplasty. 10.1016/j.arth.2025.04.046. H6: proposed component code: mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
On 16-jun-2025, a journal article was retrieved from the journal of arthroplasty (2025) that reported a study from alexandria, virginia. The purpose of the study was to determine if material and technical advancements in tka design over three decades have translated to improvements in implant related revisions, survivorship, and patient-reported outcome measures (proms) at a high-volume institution. The study reviewed 11,767 total knee patients over a 30-year timespan. Of those 11,767 patients 1,325 received nexgen and 2,596 received persona implants. Collected data were queried for all primary, cemented tkas performed by eight surgeons from february 1995 to february 2024. The study population had a mean age of 67 years at time of surgery (21-97). Follow-up was conducted at 1 year, 2 years, 5 years, and 10 years. It was reported that four (4) patients experienced component failure resulting in revision surgery on an unknown timeframe post-implantation. Due diligence is complete as multiple attempts have been made however no additional information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.